Event description:
It was reported that during a low anterior resection, that the physician gave instructions to his medical assistant on firing the instrument. The instrument was fired across the bowel. When a catheter was inserted to wash out the bowel it passed through to the peritoneum. The physician could not locate any staples in the bowel and requested a second opinion. The second physician noted the bowel was open, but noted that staples were present in the bowel. The pt required an ap resection and transfusion, as well as requiring an additional 2 hours of or time. Affiliate ref#4991.